Event description:
Pt had crepitus of patella/femoral joint, surgery exposed metalosis & justified a complete synovectomy. Patella had worn through a metal backing centrally & was removed. Insert was exhibiting severe wear & was sectioned & removed. The tibia was subluxed anteriorly & the replacement insert positioned & impacted. The patella was prepared for the replacement patella which was then cemented.